Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had black screen and a constant tone. The customer¿s blood glucose level was 127 mg/dl. The customer was not able to perform self-test as the screen was black. The customer reported that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. No audio and beep anomaly noted during testing. Insulin pump received with detached end cap noted. Drive support cap was inspected and no anomaly was noted.